Event description:
It was reported to philips that the system gave an alert that motorized movements were unavailable. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. A review of the system logfiles found a stand propeller potentiometer error. Upon troubleshooting actions, the fse replaced the potentiometer. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.